Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Manufacturer's first level investigational unit observed the lancet protrudes beyond the end cap of the multiclix device. Suspect device has been returned.